Event description:
Pt went to ER with tremendous back pain approx 16 days post op. Sagittal and coronal CT scans showed spinal rod pulled out of screw head at t12 unilaterally. Construct was t12 to pelvis unilaterally with an s2 approach through the sacral iliac joint. The pull out of the t12 rod was on the contralateral side. The construct on that side was t12 to s1. The set screw remains in the polyaxial screw head and is turned 90 degrees lateral to the rod. Surgeon plan is to monitor the pt for the next couple of months, at which point he may decide to go back in and revise the rod and set screws.

Manufacturer narrative:
Images were provided which confirms the rod pulled free from the screw head. At this time the implants remain in the pt. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.